Event description:
The affiliate stated the customer reported elevated troponin I (access accutni) results, above the acute myocardial infarction (ami) limit, for one patient, involving the access accutni assay used in conjunction with the unicel dxi 800 access immunoassay system. Initial results of 0.72 and 0.74 ng/ml were obtained and released out of the laboratory. As a result, the patient was admitted to the hospital and an additional sample was collected from the patient. The customer indicated the patient remained at the hospital for 24 hours in order to be monitored for any cardiac issues; no cardiac issues were reported. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome to date. The original sample was reanalyzed, on an alternate methodology, and produced a result of <0.2 ng/ml. The following day, the second sample (stored frozen), also analyzed through the alternate methodology, produced a result of 0.03 ng/ml. The customer indicated no sample integrity issues were noted, and all of the system parameters were performing within assay and instrument specifications at the time of the event. No system issues were reported. The instrument was in normal operation. The customer sent the patient's sample to beckman coulter for further analysis.

Manufacturer narrative:
There is no indication that the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. The customer-supplied patient sample was first tested neat after centrifugation. An elevated positive result was obtained and confirmed the customer's results. Next, interference testing was performed using a mix of different blockers. The results demonstrated the presence of interfering substances as one of the blockers used in the test significantly lowered the signal. In conclusion, the investigation demonstrated patient interferent, related to alkaline-phosphatase, is the cause of the elevated troponin I results. Per beckman coulter product labeling, instructions for use (IFU): for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Hama, that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. Other potential interferences in the patient sample could be present and may cause erroneous results in immunoassays. Some examples that have been documented in literature include rheumatoid factor, endogenous alkaline phosphatase, fibrin, and proteins capable of binding to alkaline phosphatase. Carefully evaluate the results of patients suspected of having these types of interferences.